Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation.the root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim. It was reported by customer that clinicians stated experiencing air-in line alarms without visible air. No patient harm reported. Xx reviewed best practices for reducing air-in-line alarms, location of air-in-line detector and IV set loading with the clinicians.